Event description:
During the surgery, v40 trial head 36mm +0 got stuck on the neck of centpillar stem size 6. The surgeon managed to disassemble the trial head using several types of instruments. The operation was completed with no adverse outcome to the pt or the user.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available then it will be submitted in a supplemental report.